Event description:
User reported that pyxis anesthesia device unexpectedly rebooted during procedure. No report of harm however patient was in the or when the reboot occured. Once rebooted the station operated as normal.

Manufacturer narrative:
User reported that pyxis anesthesia device unexpectedly rebooted during procedure. Issue is captured in complaint file (B)(4). No report of harm however patient was in or when the reboot occured.